Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that postoperatively, the patient experienced dizziness and symptoms suggestive of pacemaker syndrome due to no capture of the right atrial (ra) lead. A chest x-ray confirmed that the ra lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.